Manufacturer narrative:
Correction: h6 (investigation code) supposedly should be cause traced to component failure instead of cause traced to manufacturing and d9 (date returned to manufactured) supposedly on (B)(6) 2024 instead of (B)(6) 2024.

Manufacturer narrative:
Correction: g3 section: the awareness date should have been 28 march 2024 rather than 22 march 2024.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
The pacemaker was found in backup mode. The pacemaker was not used. No intervention was performed. There is no patient involvement for this event.